Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was confirmed, and it was determined to have occurred due to a failure of the patient-board set. The cause of the failure could be a change in the operational amplifier circuitry of patient circuit (dr) board, which had an impact on countermeasures, but was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty patient board set. In addition, a faulty printed circuit board causing a b30 error with the 190 scopes and a worn-out video connector latch causing poor connecting with pigtails were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.